Manufacturer narrative:
The baxter technician found the pivot block needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician will replaced the pivot block to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.